Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? No patient consequences. Was the needle piece(s) retrieved during the same procedure? Could not be identified on x-ray. What measures were taken to retrieve the broken piece? Yes, x-ray. Was there any additional tissue damage as a result of searching for the needle piece? No. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Interoperative x-ray was negative.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported to the sales rep that during a vaginal hysterectomy procedure that the tip of the needle broke off. Tip could not be found during x-ray. Another like device was used to continue with the procedure. There were no adverse consequences reported. No device returning. No adverse patient consequences were reported. Additional information was requested.